Event description:
The customer reported the system displayed a charging error message and would not produce images. The field engineer reported the system displayed a precharge voltage error message. This error will likely prevent the system from booting. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were identified as being defective. A quote was issue for the cost of the repair and field service is awaiting a response from the customer.